Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
During follow-up, the episodes were unable to be downlaoded or deleted from the device. Reprogramming was recommended. Additional information was requested and not yet received. The patient was in stable condition.

Event description:
Additional information received - the device was successfully reprogrammed.